Event description:
Boston scientific received information that this programmer popped, cracked and shut down. The programmer smelled like smoke and no patient was harmed by the smoking programmer. The programmer will be returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, the programmer underwent visual and functional testing. The programmer was powered on to check for error reports or boot-up issues. Analysis found that there was an issue with a portion of the circuitry related to the programmer screen and there was evidence of overheating. The component was then replaced, and the programmer then passed throughout all tests. Laboratory analysis confirmed the reported clinical observations.